Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('painful intercourse') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dyspareunia and genital haemorrhage had resolved. The reporter considered dyspareunia and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-dyspareunia, genital haemorrhage. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.